Manufacturer narrative:
The bur subject to this complaint was not returned for eval. A documentation review pertaining to the lot confirmed conformance to specification during MFR. It was not possible to determine the definitive root cause for the alleged breakage.

Event description:
It was reported that the bur head became detached from the shank. No adverse consequences were reported.